Manufacturer narrative:
The reagent lot number was 709174. The expiration date was requested but was not provided. The field service engineer replaced the measuring cell, adjusted the photomultiplier high voltage, performed initial blank cell calibration., and performed instrument checks. The customer calibrated and ran controls with all results within specifications. Sample liquid level detection lld noise (after aspiration) alarms were observed in the analyzer alarm trace. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hcg+beta elecsys results from the cobas e411 rack analyzer. The samples were repeated on (B)(6) 2024. Patient 1 initial result was 506.8 miu/ml and the repeat result was <5 miu/ml with a data flag. Patient 2 initial result was 92.54 miu/ml and the repeat result was <5 miu/ml with a data flag. A physician did not believe the initial results and requested the samples be repeated. The repeat results were believed correct.